Manufacturer narrative:
Result: faulty scale due to malfunctioning footboard main module.

Event description:
It was reported by service report that the scale was broken. No pt involvement or adverse consequences were reported.